Event description:
It was reported that a battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received; this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported.